Event description:
The customer reported that he device has a blinking red x and they think it is battery issue. No pt information provided.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.